Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy not a single "tape" came off. The device was removed and an attempt to deploy outside the patient was also unsuccessful. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: the customer provided a photo of the ligator head outside the patient and it was observed that the bands were tangled and overlapping one another. Additional information received on august 25, 2021 it was noted that there was no difficulty experienced upon setting up the device. Note: there was no difficulty experienced upon setting up the device. However, it was reported that after attaching the ligating unit to the trip wire, the physician did not take up the slack by pulling the proximal end of trip wire on the handle which is not described in the instructions for use.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable issue of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy not a single "tape" came off. The device was removed and an attempt to deploy outside the patient was also unsuccessful. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: the customer provided a photo of the ligator head outside the patient and it was observed that the bands were tangled and overlapping one another.